Event description:
It was reported that a malfunction alarm occurred, identified as malf 12, but there were no notable events before the issue. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided information for resetting the pump and assisted the customer in performing the reset. The malfunction did not recur post-reset, and the customer was advised to continue using the pump and to call back if any issue reappeared.